Manufacturer narrative:
Device lot number now provided. Device manufacturing date now provided. A medtronic representative, following up with the site, reported that the suspect tracker remains on site and after testing was found to be fully functional. No further issues reported.

Manufacturer narrative:
Patient weight now provided. A medtronic representative, following up with the site, reported that the instrument was deemed not damaged and is being used normally by the customer.

Manufacturer narrative:
Patient weight not made available from the site. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested for grey navlock tracker. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's grey navlock tracker was binding with several other instruments and not rotating freely when used with powerease drill. No further details regarding the issue, or when in the procedure it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.